Event description:
Patient presented to the emergency department a week post-implant procedure with swelling and pain at the ipg site. On examination, a hematoma was identified. Surgeon brought the patient into the operating room, drained the hematoma, and closed. The patient was prescribed a 7-day course of antibiotics after the procedure was completed.